Event description:
At 9am on (B)(6) 2019, when drawing a vaccine, one of our medical assistants noticed the syringe pulling the medication and the fluid leaking out the bottom of the syringe. This was identified prior to reaching the pt. Product was pulled and reported. FDA safety report ID# (B)(4).